Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and downloaded the device's electronic records. Physio reviewed all of the records and concluded that the user did not turn on the sync function during the reported event. Following a 100 joule asynchronous defibrillator shock, the patient's ECG rhythm converted to ventricular fibrillation. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. A clinical review of the reported event was also performed by physio-control and determined that the device use contributed to the reported issue due to use error. There was no failure of the device.

Event description:
The customer contacted physio-control to report that while a patient was in the ventricular tachycardia rhythm, medical personnel had charged their device, in order to provide a synchronized cardioversion shock to the patient; however when the shock button was pressed the device delivered a 100 joules shock to the patient. The patient's rhythm converted to ventricular fibrillation following the 100 joules asynchronous shock. Three additional asynchronous defibrillator shocks (200 joules, 300 joules, 360 joules) were administered to the patient. The patient, a 65 year old male, survived the reported event.

Manufacturer narrative:
(B)(4).